Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly and at times, led to the pump shutting down. The customer¿s blood glucose (bg) was 500mg/dl, with moderate ketones. Reportedly, healthcare provider identified ketone level as dangerous. Customer required assistance to address bg with manual injections. The customer continued to use the pump for insulin therapy.